Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 440 mg/dl. Customer stated that his blood glucose dropped to 50 mg/dl while in the hospital. Customer also stated that his insulin pump was constantly alarming motor error and no delivery alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to moisture damage inside force sensor. The insulin pump passed no delivery test and no excessive no delivery alarm noted. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.